Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
The customer reported error post timer/24v failure. The unit would not boot up. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. Due to cost the customer has decided not to repair the unit at this time.